Manufacturer narrative:
(B)(4). The following information has been requested and received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent what is the lot number of the reservoir bulb? No further information is available. ¿ was the reservoir used in the patient? No further information is available. ¿ was another reservoir bulb used to correct the situation? No further information is available. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. The connection part of the reservoir was broken. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.